Manufacturer narrative:
Stock review: no batch number provided. Quantity produced/imported: no batch number provided. Distributed quantity: no batch number provided. Background: it is necessary to check the database of complaints and verified that to date we have received complaints related to this product code and causes, but can not determine if this same lot number. Batch record/record lot: no lot number can not be reviewed as no batch number was provided; therefore, can not determine whether alterations or deviations occurred during the production process. No samples for analysis of the claim is received; without the lot number available, you cannot perform a retrospective review to determine whether non-compliance was due to a fault during the manufacturing process. Actions: no corrective/preventive actions to be performed.

Event description:
Country of complaint: (B)(6). Two patients which were under cesarean operation, at the moment to make the hysterorrhaphy, the suture broke in the knotting. Additional units had to be used to complete.